Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by the investigator that the patient with an implantable pulse generator (ipg) system died from complete atrial-ventricular heart block that the ipg system failed to capture. Cause and details surrounding the death have been requested and not received.